Manufacturer narrative:
The device was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Event description:
The complainant reported a patient of unknown age and gender presenting for hemodynamic support. The impella 5.5 device was selected for support and inserted without any reported issues. After approximately 48 hours of use, the device's purge pressure suddenly increased and the pump stopped. The device was removed after unsuccessful attempts to restart.

Manufacturer narrative:
The device was received and an investigation was conducted. Simulated use testing successfully reproduced the reported pump stop. Blood was found within the purge lumen and sidearm, thus, we believe the root cause was related to ingested biomaterial.